Event description:
It was reported that the device displayed error code 45520 0004. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation including root cause analysis is in progress.

Event description:
It was reported that the device displayed error code 45520, indicating a damaged keyboard issue. There was no patient involvement.

Manufacturer narrative:
B5: revised. H3: one device was returned for analysis with complaint of error code 45520, indicating a damaged keyboard issue. Log events were reviewed and there are no errors related to the customer complaint. Service history review identified the complaint was not related to a previous service of the device within the review period. Visual and functional testing was performed. It was noted that the keyboard was damaged and did not work. The keyboard was replaced to resolve this issue.